Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating could not be confirmed. Based on the investigation details, when the drill was used, it sounded like debris was in the motor. The motor was replaced. Service performed a clean, lube, and adjust to the device.